Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/17/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one open sample that pertain to the product code sxpp1a443. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected and the needle still attached to suture piece. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some along of the strand and the end of the swage area was noted cut probably caused by a surgical instrument. In addition, no issues related to pull off - suture needle could be observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. An you identify the lot number of the product that was used? Unk. 2. Any patient consequences? No. 3. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent unknown orthopedic surgery on an unknown date and barbed suture was used. During surgery, the surgeon applied a stitch on muscular layer during wound closure, the needle was detached from the suture. It was not a control release needle. Suture method was continuous suture. Further details are not provided. There were no adverse consequences to the patient.